Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 2000mcg.ml at 290.4mcg/day via an implantable pump. The indication for use was intractable spasticity. The patient had a pertinent medical history of cerebral palsy, chronic constipation, and allergies to penicillin and sulfa ( sulfonaminde antibiotics). The other medications the patient was taking at the time of the event were celebrex, tizanidine, lidocaine patch, baclofen, miralax and colace. The healthcare provider reported a pump memory error-alarm data invalid. The healthcare provider reviewed the alarm intervals and neither showed a value. The healthcare provider was able to re-enter values for both the critical and non-critical alarms and successfully updated the pump which appears to resolve the issue. There were no reported symptoms. Additional information received reported that the patient had presented for an office visit (B)(6) 2016 for an itb pump rate adjustment. During the interrogation of the pump an invalid data error was noted. The logs were reviewed and no abnormal event had occurred. The batteries were changed in the programmer and the pump was interrogated with another programmer. The settings were reviewed and correct except non-critical and critical alarms were not available. The manufacturer was contacted who explained that for an unknown reason the pump critical and non critical alarms settings had been erased. On review of the patient's last visit these settings were present. Once the alarm settings were input the error message discontinued. No other abnormalities were noted with the patient's system during the visit. The cause of the pump memory error-alarm data invalid was not able to be determined. The critical and non-critical alarm settings were adjusted. Previous telemetry had critical and non-critical settings. The error resolved once alarm settings were input.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.